Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. Field service engineer (fsse) went on site to evaluate and repair the device. Fse found the grey connector was broken and replaced it. User¿s complaint was confirmed. The connecting tube was unable to be connected as connector loosened and came apart. The cause of the loosened connector could be that either the user applied stress to the connector toward loosening direction and the stress was accumulated, or because the connector was hit by something hard, or due to aged deterioration. Moreover, leaving connecting tube connected at all time may also affect attachment /detachment of connector. The instructions for use includes the following statements by which the user can detect the issue: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the grey connector of the device was broken. There is no harm reported to any patient.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. It is not known how the grey connector was broken. The spring assembly was coming out of the connector.